Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer had an alternate pump for insulin therapy, the customer also had manual injection supplies available.